Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the error appear while they try to scan and currently stuck on the black screen. The field service engineer was able to resolve the issue by reseated cables and there were no defects. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had black screen appear request for a password. The customer reported that the user was unable to remove/issue medications to the patient during the malfunction and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.